Event description:
It was reported that, during pretesting the cuff of the foley catheter did not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting the cuff of the foley catheter did not inflate.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and there was strong resistance preventing inflation. Attempted to inflate balloon with in-house luer lock syringe and resistance prevented full inflation. Replaced inflation valve and reattempted inflation with both syringes. Resistance persisted and prevented inflation with the new valve. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and gauges 0.021" and below could freely go through the inflation lumen. Gauges 0.022" to 0.032" had some resistance passing through and 0.033" and above cannot pass through the lumen. Based on physical sample received the product does not meet specifications according to inspection procedure, (B)(4) rev 11 which states "shaft must not be damaged or pinched." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting the cuff of the foley catheter did not inflate.